Event description:
It was reported that during an arthroscopy procedure using a bone tunnel plug, when the femoral and tibial tunnel were made, the doctor decided to relocate the femoral pin and therefore used a 10mm tibial plug. At the time of removing the plug, it fractured inside the joint. It was mentioned that no excessive force was used when removing the plug, it was done by hand. An attempt was made to remove the fragment of the plug that was left interarticular with forceps, and it broke again into multiple small parts. An exhaustive washing of the joint was performed and all the fragments were removed. It is unknown how the procedure was completed. A surgical delay of 30 min was reported. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found no similar reported events. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the information provided, an exhaustive washing of the joint was performed, and it was reported all the fragments were removed from inside of the patient. According to the report, there was a surgical delay of 30 minutes, however, it is unknown how the procedure was completed. Since there were no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical investigation be provided, this case would be re-assessed. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an impact event inconsistent with normal use, wear from prolonged use, misuse or rough handling, or inadequate routine maintenance. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.